Manufacturer narrative:
The device was not returned for evaluation. Imaging provided shows the broken k-wire tip near the tip of the screw. This type of damage can be consistent with excessive force; however, an exact cause of the reported issue could not be determined.

Event description:
It was reported that while placing a screw, the tip of the k-wire broke off at the distal end and remains in the patient.